Manufacturer narrative:
Device evaluation of battery pack was completed by the supplier.  The reported problem (won't power monitor) was unable to be duplicated.  Upon receipt, the battery was unable to power on a monitor but was able to recharge. After recharging the battery was fully functional.  There was no battery malfunction. No device malfunction, battery needed to be recharged. No adverse event resulted from the damaged battery. Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. There is no indication that patient protection was affected. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor but after supplier investigation the battery pack was fully functional. A us distributor reported that a battery pack was unable to power a monitor.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. There is no indication that patient protection was affected. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.